Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high pacing impedance measurements on the right atrial (ra) lead. As a result, a lead safety switch (lss) occurred. The lead had been implanted for more than 18 years. In addition, noise on the ra channel was noted, therefore technical services (ts) suspected of a possible lead fracture, but it was not conclusive. No adverse patient effects were reported. This ra lead remains in service.